Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, after the lp was released and fixated, it became dislodged and migrated to the pulmonary artery. The lp was successfully retrieved using a snare and new lp was implanted during the same procedure. The patient condition was stable.

Manufacturer narrative:
The reported event of dislodgement during implant post tether mode could not be confirmed. Visual inspection showed that the helix length was within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.